Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer reference number:2017865-2020-00593. It was reported that the patient presented for revision of the right ventricular lead. Conductor fracture was noted during the procedure. The lead was capped and replaced on (B)(6) 2020. The implantable cardioverter defibrillator prophylactically explanted and replaced due to its advisory status. The patient's condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).